Event description:
It was reported that the patient¿s leads ¿broke¿ and new leads were implanted in the right side of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.